Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The peritonitis was manifested by fever, abdominal pain, and cloudy effluent. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the event and treated with intravenous (IV) vancomycin (1g, frequency not reported) and IV ceftazidime (1g, frequency not reported) for peritonitis. Four days later, the patient was discharged from the hospital. Vancomycin treatment was discontinued ten days after that, and ceftazidime treatment was discontinued on an unknown date. Forty-nine days after discharge, the patient was reported to have recovered from the event. Dianeal therapy was ongoing. No additional information is available. This is report 1 of 3 for this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient (B)(4).